Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the label on the bd vacutainer® k2 edta (k2e) blood collection tube partially peeled off before use. This event occurred 2500 times. The following information was provided by the initial reporter:"label floating."